Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: right-sided weakness with difficulty walking. It was reported that post a left internal carotid artery stenting procedure, the patient experienced right-sided weakness with difficulty walking. Two days post-procedure, the symptoms improved, but did not resolve and the patient was discharged to home. It was noted that the patient developed a left eye droop after discharge. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). (B) (6). Evaluation summary: the device was not returned to abbott vascular for evaluation. Stroke is a known potential adverse event associated with the use of the device. The reported hospitalization was in response to patient symptoms. There was no device malfunction and no product quality discrepancies reported during inspection prior to use. The information available and relevant manufacturing records are not sufficient to determine relation between patient adverse events and the abbott vascular device quality. Although a conclusive cause could not be identified, the event is possibly related to operational context of the device. Product performance engineering will continue to monitor this type of complaint per. All released units from this lot met acceptance criteria per on-line reliability-testing. During manufacturing, rx acculink catheters are 100% inspected for any anomalies prior to being packaged. A review of the query of the complaint-handling database established no similarity to this complaint, which suggests that there are no lot specific product quality deficiencies. A review of the finished device lot history records did not reveal any non-conforming material records, which could have contributed to this complaint.